Manufacturer narrative:
Evaluation of the returned device indicated that visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a cw direction which resulted in the observed break. For reference, the wall thickness at the break point was approximately 0.008¿. There were signs that the blade became disengaged from the handpiece based off minor inner shaft wear and indentions in the front hub which is likely the result of the reported blade getting stuck. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported via a manufacturer representative that when the surgeon was resecting the mucosa mixed with cartilage tissue, it felt like it was getting stuck during the procedure. The blade broke when resecting was continued without any change. There were no fragments in the patient. Therefore, the procedure was completed with a back-up product. No patient impact was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.